Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer's parent reported via phone call indicating that the customer experienced high blood glucose of 588 mg/dl. The customer was treated for the high blood glucose but did not mention how they were treated. The customer stated that they had a fever and was taken to the hospital. Their healthcare provider advised the customer to call medtronic to troubleshoot their insulin pump. The customer stated that they will call back when their health care provider is present. The customer did not return the product back for analysis.